Event description:
Several months post-op the surgeon stated to the sales rep that the staple had broken. Surgeon stated to rep that the staple was removed but the bone was fused and healed.

Manufacturer narrative:
The broken device could not be tested but was returned. Additional product available from the same lot was sent out for testing but results have not been received as of this date. The DHR was reviewed and no issues noted.